Event description:
A pt with a history of multiple sclerosis underwent a primary mutli-level laminectomy. Steroids (IV), gelfoam, and adcon were administered during surgery. Six weeks post-operatively the pt presented with symptoms of a cerebrospinal fluid leak. Pt then underwent reoperation in which a pseudo-meningocele was identified and repaired. The pt recovered without sequelae.